Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderate tortuosity, moderate calcified mid left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent dislodgement occurred during removal following failed delivery. It was reported that the stent never made it to the coronary artery. It was reported that the calcification at subclavian and a balloon in the guide caused the dislodgement. Dislodged stent was removed when removing the guide catheter. It was reported that the stent dislodgement occurred in the guide. It was reported that the patient is alive with no injury.

Manufacturer narrative:
Add info: the subclavian was severely tortuous. There was 90% stenosis in the subclavian which led to a kink in the guide. Resistance was encountered in the subclavian and the resolute onyx was pushed through the kinked area. The 90% stenosis of the subclavian led to kinkage of the guide and dislodgement of the stent. The transradial approach was abandoned and a femoral approach was used to treat the artery. If information is provided in the future, a supplemental report will be issued.